Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: during testing, the pump was unable to power on and it was completely unresponsive therefore the initial ¿power¿ complaint was duplicated. The attempt to download the pump history and black box was unsuccessful due to the pump having no power. The pump was opened pump and a power printed circuit wire was found to be broken off.